Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a colon resection procedure on (B)(6) 2016 and the suture was used. Following the procedure, the suture broke, not at the knot. The patient was brought back for repair. The suture was removed and replaced with another like suture one week later. Additional information has been requested.